Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and confirmed that the jaws would not meet up correctly and hold tissue. Additionally, the instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument jaws would not meet up correctly and hold tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.